Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-04813. It was reported the patient's scs system was removed consequential to the patient undergoing a surgery procedure where the patient stated the "leads fell" during the surgery. The date of the surgery was undetermined at this time.